Event description:
It was reported that during follow-up of an asymptomatic patient, the pulse generator was found to be operating in backup vvi mode. Troubleshooting was unsuccessful. The device was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).